Event description:
The user reported that after a PICC line insertion, they attached the 3000e and flushed the line. They then noticed a leak between the clear and white casing. When they tried to aspirate the PICC line, it filled with blood and air. PICC line was removed and reinserted. No other pt details were available.

Manufacturer narrative:
Manufacturer's report date: 04/06/2011. (B)(4). Product evaluated and customer's complaint of leakage from the smartsite was confirmed. Leakage was noted at the point of leakage. The 3000e requires an air vent between the white cap and clear body in order to create a positive bolus upon disconnection of the male luer. If there is any fluid beyond the tip of the male luer upon connection; or if the user simultaneously pushes the syringe plunger while activating the valve, this can cause some of the fluid to be pushed between the piston and the cap/body. After repeated activations it is possible that this fluid can be pushed all the way through the air vent and leak through the join line as seen in this complaint. This use leads to a wetted vent resulting in a leak.